Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer was given a glucose tablet in the emergency room to treat low bg. No additional information was provided at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.